Event description:
It was reported the patient underwent a right total hip revision approximately 11 years and 8 months post-implantation due to elevated metal ion levels and metal-related pathology; intraoperatively, cup loosening was noted. Subsequently, the patient experienced a right hip dislocation approximately 6 months post-revision and underwent a closed reduction. Attempts have been made and no further information has been provided.

Manufacturer narrative:
(B)(4). D10: cat# 00802501300 lot# 60659887 mayo stem. Cat# 00875706202 lot# 62837535 62mm o.d. Size nn porous uncemented with multi-holes shell use with nn liners. Cat# 00877703603 lot# 2381746 bioloxâ® option, head, l, ã¸ 36/+3.5, taper 12/14. Cat# 00625006515 lot# 64345724 bone screw self-tapping 6.5 mm dia. 15 mm length. Cat# 00625006530 lot# 64434536 bone screw self-tapping 6.5 mm dia. 30 mm length. Cat# 00625006520 lot# 64244004 bone screw self-tapping 6.5 mm dia. 20 mm length. Cat# 00625006550 lot# 63983535 bone screw self-tapping 6.5 mm dia. 50 mm length. Cat# 00625006535 lot# 64244438 bone screw self-tapping 6.5 mm dia. 35 mm length. Cat# 00625006535 lot# 64434536 bone screw self-tapping 6.5 mm dia. 35 mm length. Cat# 00625006525 lot# 64411465 bone screw self-tapping 6.5 mm dia. 25 mm length. G2: foreign: italy. The customer has indicated that the product will not be returned to zimmer biomet for investigation as it remains implanted. The investigation is in process. Once the investigation has been completed, a follow-up MDR will be submitted.